Manufacturer narrative:
Approximate age of device - 1 year. The device is expected to be returned for evaluation. It has not yet been received. The patient remains ongoing on lvad support with the replacement device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was seen in clinic with multiple pump off alarms, low speed advisory and low flow. The patient stated alarming when connected to power module. Technical services reviewed the submitted log files and observed several pump stoppages while connected to the power module. These started on (B)(6) 2018 and have happened over the past 2 days. It was recommended to the customer to identify a possible location of where the compromise in the lead is, x-rays will be needed. These x-rays should show the entire percutaneous lead from its connection to the controller to where it attaches to the vad with as few twist/turns to the driveline as possible. Additional information received, it was reported that the pump housing was damaged and was seen on x-ray images. The patient underwent a pump exchanged on (B)(6) 2018. No additional information was provided.

Manufacturer narrative:
The explanted pump was disposed of by the hospital personnel and therefore not available for evaluation. A correlation between the device and the reported event could not be conclusively established through this evaluation. A review of the log file provided by the account confirmed pump stop events; however, a specific cause could not be conclusively determined through this evaluation. The submitted log files contained data from (B)(6) 2018 through (B)(6) 2018. Pump power, estimated flow, and average pi typically ranged from 4.5 to 6.1 watts, 3.3 to 6.2 lpm, and 2.1 to 7.9, respectively. The log file contained multiple pump stop and low speed events from (B)(6) 2018 through (B)(6) 2018. These events all occurred while the patient was connected to the power module and had corresponding fluctuations in pump parameters. Based on previous complaint history, these conditions could have been caused by a potential driveline issue. No other atypical alarms were noted throughout the duration of the log file. Additional information was received stating that the pump housing was damaged and seen on x-ray images. The images would not be forwarded per customer. The patient underwent a pump exchanged on (B)(6) 2018. The heartmate ii lvas IFU outlines indications of driveline wire damage as well as how to respond to such events. This document also addressed how to care for the driveline; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.